Event description:
The event involved a spinning spiros® closed male luer, red cap where it was reported an incident of chemotherapy spillage due to a disconnection between male luer and kabi infusion set during patient use in the recent 3 months out of 500 usages of spiro. There was physical damage noted on the device at the connection area between the end of tail of spiros and the end of kabi infusion set. There was little amount of spillage but unable to measure. Leakage was confirmed. The event was noted during chemotherapy on patient, leakage happened after +10hrs of continuous infusion. There was unprotected chemotherapy exposure to the patient, health care worker or other personnel. There was chemotherapy exposure to the to the patient, health care worker or other personnel. The chemo spill was cleaned up per facility protocol and a spill kit was used. There was patient involvement and but no patient harm. This is the second of two events.

Manufacturer narrative:
One photo was shared by customer, where is observed a spiros connected into unknown set, there are 2 red arrow pointed the apparently the location of the leaks. However no leaks are observed. No additional damage or anomalies were observed. Complaint of disconnection cannot be confirmed based on photo shared by customer. However, without the return of the affected item for investigation, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history report (DHR) lot#13619409 was reviewed and no non conformities were found that would have led the reported complaint.